Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. Investigation could not be completed due to lack of information. Cartridge sn, lot number and reader sn were not provided.

Event description:
Customer reports individual received a potential false positive result on an unknown date using the cue covid-19 test (exact kit type, cartridge sn, lot number and reader sn not provided). Customer states individual had a pcr test performed and suspects cue covid-19 test result was a false positive (testing date, exact result and manufacturer information not provided). No additional information was provided regarding the event.